Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received in good visual condition and with three tr35w reloads present. The reloads (b and c) were received fully fired and in good visual condition. Reload (d) was received unfired. The device was tested for functionality with returned reload (d) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy, the device was placed through a 12mm trocar. The surgeon began to fire on the tissue and the cartridge popped out of the front of the device; therefore, the device would not fire. The same device was reloaded twice and used to complete the case. There were no patient consequences reported.